Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported current ins is their second stimulation system. Patient was asked if pt was talking about the trial device and pt said no, another permanent implant. Pt said the first one was put in (B)(6) 2016 but there was battery problems so they replaced it in (B)(6) 2016. Pt then said that one was having charging problems and pt ended up having to have another fusion on their back where stimulator was so doctors just removed the device. Pt did not remember doctor name.